Event description:
It was reported by the patient following an angioplasty of a groin fistula procedure, an angio-seal was used to seal the arteriotomy. The procedure was done in interventional radiology. One week after the procedure the patient experienced an all over body rash. The patient contacted the physician and then consulted a dermatologist. A prednisone treatment pack was prescribed. The rash did not respond to the prednisone. The patient was instructed to follow up with a medical doctor.

Manufacturer narrative:
No product was received for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the rash remains unknown. The angio-seal patient information guide state some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms. The angio-seal device instruction for use (IFU) state the safety and effectiveness of the angio-seal device has not been established in patients with pre-existing autoimmune disease.